Event description:
A customer reported that the system was shutting down on its own during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative cleaned the cassette module as preventative maintenance. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).